Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to keypad traces. No button error alarm and no rewind anomaly noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has scratched lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address serial number label and stained end cap sticker.

Event description:
Customer reported that the insulin pump alarmed button and motor error and it rewound itself on several occasions during basal. Customer stated that pressing any button causes the insulin pump to rewind itself. Customer stated that the insulin pump was in his pocket during the motor error alarm. Customer does not use the sensor feature and they were unable to complete the rewind sequence. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.